Manufacturer narrative:
The device showed no signs of clinical usage. There was evidence of blood on the device. The delivery device was returned inside of the loading device. The tension spring assembly and the anchor tab were inside of the delivery tube. The seal was extended outside of the delivery tube and was located under the window of the loading device; the seal remained anchored to the tension spring assembly. The green slide lock and the white plunger were depressed on the delivery device. This failure is potentially attributed to the user technique. It appears that the seal had been prematurely deployed in the loading device. As stated in the IFU, the user should ensure that the lock is locked. If the lock is unlocked, care should be taken to avoid any accidental depressing of the plunger. Based upon the eval results, the reported complaint could not be confirmed for failure to load; it was confirmed for premature deployment. The results of our investigation and a copy of the IFU were provided to the customer. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, two heartstring iii seals failed to load properly. A replacement device was used to complete the procedure. The hosp did not report any pt effects. Refer to MFR report #s 2242352-2013-00039 for the related report.